Event description:
Event reported to manufacturer's technical service dept. "Pt showing overdose symptoms a couple of hours after refill." The refill procedure was reviewed and it was reported that the pump had been programmed for 182 mcg/kg/day - the intended programmed dose should have been 182 mcg/day. Pt weighed 120 kg. It was recommended that the pump be stopped immediately, the reservoir checked, and interrogation of the pump be done immediately to verify that the overdose had been programmed as described. Instructed to follow the emergency protocol for baclofen overdose. Pt was placed on a respirator and could not tolerate physostigmine because pt has seizures. No other info regarding the event is available other than pt recovered.